Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the pump displayed a rate different than the originally programmed rate. The customer contact stated that the pump "would not hold the programmed rate during testing and reverted back to what it was set at when the pump was powered on." There were no reports of adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the manufacturing site. A review of the history found there was no pump activity on the customer's reported event date of (B)(6) 2010; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).